Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis nurse reported that the patient was hospitalized in (B)(6) 2016 and was put on a ventilator. She stated the patient expired on (B)(6) 2016. The patient's son was contacted and reported that the patient was in the hospital for a catheter infection. Additional information was solicited but not made available.